Manufacturer narrative:
Results: the pet lock was peeled back but intact on the proximal end of the pusher assembly. The pusher assembly was kinked in multiple locations. The embolization coil was intact with the pusher assembly, and was entangled with the pusher assembly and within itself, and damaged throughout its length. When the embolization coil was untangled from the pusher assembly and itself, it was revealed that the embolization coil had offset coil winds in multiple locations. Conclusions: evaluation of the returned device revealed the embolization coil was entangled around the pusher assembly and within itself, and had offset coil winds in multiple locations. This damage was likely incidental, and may have occurred during packaging for return to penumbra. Due to the damage observed on the embolization coil, the complex shape of the embolization coil could not be determined, and the root cause of the aneurysm rupture could not be determined. Further evaluation revealed the pusher assembly was kinked and the pet lock was peeled back. This damage may have occurred due to forceful handling of the smart coil during positioning within patient anatomy. The smart coil introducer sheath and the non-penumbra microcatheter mentioned in the complaint were not returned for evaluation. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure to treat a third nerve palsy using penumbra smart coils (smart coils). During the procedure, while placing a smart coil in the aneurysm, the physician felt that the smart coil was oversized and was advancing and retracting the coil for repositioning; however, while attempting to reposition the smart coil, the aneurysm ruptured. Therefore, the smart coil was removed. The procedure was then completed using two non-penumbra coils. Post-procedure, the patient was doing pretty well. The patient was kept at the hospital for monitoring in case of complications. Three days later, the patient experienced a mild headache. However, no medication was given to the patient and it is unclear whether the headache was related to the rupture. The patient is still at the hospital in stable condition and is being monitored as per protocol for possible vasospasm due to the complication.